Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter leakage at the solo valve is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed little use residues along the device. A functional test of charging the catheter with water using a 12 ml luer lock syringe and suspending the catheter upside down revealed the catheter did not leak. A microscopic observation of the solo valves before functional testing showed nothing significant or notable along the valves. After functional testing of the catheter, nothing remarkable was observed along the valves inside the solo hub while the catheter was charged with water. Because the failure of a leaking solo valve could not be reproduced, this complaint is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC-training of new PICC placer. Placement was supervised by me, clinical specialist - and all was done according to IFU. Uncomplicated procedure, but when checking that the valve has closed after activation with flushing with nacl 0.9% the valve didn't close, the blood kept coming. Flushed with a total of 100 ml without effect. To be absolutely sure, we took a blood gas to rule out arterial placement and high pressure. It showed it was venous blood so they decided to do a guidewire exchange to a new catheter, done by a senior PICC-placer. The valve worked well on the new catheter, so the patient was returned to the ward with a well-functioning catheter.there was no patient or user harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.